Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not passing the electrical safety test. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of their electrical safety test issue, during which they were getting a reading of 0.5 ohms on the gas delivery system (gds) instead of the required less than 0.2 ohms to pass the test. The rse advised the customer to push down on the ground wire connection to ensure a proper connection of the ground wires in front of the power supply. After reseating/resecuring the connection, the customer communicated that the readings at the gas outlet and proximal pressure port were reading well within specification. In a good faith effort (gfe) response from the customer, it was confirmed that the device had been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.